Event description:
The user facility reported a patient with cardiomyopathy was on an impella for mechanical circulatory support. During support, the device exhibited purge pressure high alarms, this issue was not resolved. Additionally, the patient went into atrial fibrillation and was administered an amiodarone IV bolus. It was reported that the patient survived normal explant and the procedure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.